Manufacturer narrative:
It was reported that the patient received shocks due to noise. Oversensing and sudden increase in ventricular pace impedance was noted. The lead was replaced. Additional information received from an attorney alleged that the patient received at least 6 shocks that knocked him to the floor and rendered him semi-conscious. Attorney also alleged that a determination was made that the defibrillation lead was dysfunctional. No further patient complications have been reported as a result of this event.no conclusion can be drawn impedance, high interference oversensing shock, inappropriate device failure.

Event description:
It was reported that the patient received shocks due to noise. Oversensing and sudden increase in ventricular pace impedance was noted. The lead was replaced. Additional information received from an attorney alleged that the patient received at least 6 shocks that knocked him to the floor and rendered him semi-conscious. Attorney also alleged that a determination was made that the defibrillation lead was dysfunctional. No further patient complications have been reported as a result of this event.